Manufacturer narrative:
Date of event was reported as 2018 ("a few weeks ago"). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy ¿a few weeks ago¿ so the representative met with them today. An impedance value of 50 ohms was noted on electrode pair 0-2. No falls were reported by the patient. It was noted that the ins was replaced in 2017 but the lead was not replaced at that time. The patient had been programmed on electrode 0-2 so programming was adjusted to avoid use of those pairs. The healthcare professional (hcp) was to follow up with the patient to determine if the stimulation was effective. There were no further complications reported or anticipated.